Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical technician reported that a patient presented with a scratch feeling in both eyes one day post lasik. The patient was noted to have a faint abrasion and diffuse lamellar keratitis in both eyes. The topical steroid eye drop was increased. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Event description:
Additional information received states that the patient's comfort is great and symptoms resolved.